Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "device is installed, the screen shows that the battery is invalid, but after unplugging the ac power supply, the device works normally and still shows that the battery is invalid, causing the device to alarm". No patient involvement.

Manufacturer narrative:
(B)(4). In section b. 1, selected product malfunction. In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a corrected data: n/a

Event description:
It was reported that "device is installed, the screen shows that the battery is invalid, but after unplugging the ac power supply, the device works normally and still shows that the battery is invalid, causing the device to alarm". No patient involvement.

Event description:
It was reported that "device is installed, the screen shows that the battery is invalid, but after unplugging the ac power supply, the device works normally and still shows that the battery is invalid, causing the device to alarm". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "the screen shows that the battery is invalid, but after unplugging the ac power supply, the device works normally and still shows that the battery is invalid" is confirmed based on the attached picture and video. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the abnormal battery status indication. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a; corrected data: n/a.